Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported that they were no longer experiencing relief from the therapy. The patient had been implanted for 13 months.

Manufacturer narrative:
The device was discarded and not available to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause for the reported inadequate pain relief. There were no allegation of device deficiency. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation... The patient may require surgery (including revision, explant, and replacement) as a result" in this case, the device was explanted.